Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a loss of prime issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: a review of the black box showed a loss of prime warning with no delivery or prime and a low force. The pump was exercised for 24 hours and the loss of prime was not duplicated. Force calibration testing was performed and passed. Unrelated to the original complaint, the keypad was peeling. Additionally, the battery compartment was cracked from the case seal to the bumper.